Manufacturer narrative:
(B)(4). This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #1.

Manufacturer narrative:
(B)(4). Date sent: 11/13/2017. D4: batch # p9148k. Device evaluation: the device was returned with no apparent damage. The device was connected to a test handpiece and tested on a gen11. The device did activate when each of the max and min hand activation buttons were depressed, but no continuous activation occurred at any time during functional testing. The device was disassembled to inspect the internal components and no anomalies were found that could have caused a continuous activation. It could not be determined what may have caused the reported incident of ¿the device was activated automatically when it was on the mayo table without pressing the hand switch or the foot switch¿. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint

Manufacturer narrative:
(B)(4). Date sent: 5/10/2018. Additional information: the device was used with hp054 and gen11(2016-1). The max switch functioned as expected. The min switch functioned, but there was no tactile click and a low force to activate. Further analysis was performed. The dome circuit was analyzed and both domes were dented. The min dome was inverted and dented in the center. The flex circuit was removed from the device. The backer board was slightly bowed. When board is flexed back, the dome un-inverts. When activated, min activates, but dome inverts.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic gastrectomy, the device was activated automatically when it was on the mayo table without pressing the hand switch or the foot switch. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.